Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on approximately (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other unspecified problems. It was reported that patient underwent excision of eroded mesh on approximately 10/13/2010 and another procedure approximately (B)(6) 2011 due to vaginal erosion, recurrent vaginal pain, infection, dyspareunia, loss of consortium, pelvic pain, vaginal scarring, recurrent urinary problems, bowel problems and other physical/emotional injuries.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy with dermal graft, mesh sling, posterior colporrhaphy with perineorrhaphy, abdominal enterocele, and gynemesh sacrocolpopexy due to third-degree cystocele, second-degree enterocele, second-degree rectocele, genuine stress incontinence and urethral hypermobility. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.